Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was visually inspected and found with a dislodged/missing aea retaining ring or screws. No light in 1 or both hirose fiber cables. The camera module failed test. The complaint was confirmed by failure analysis.

Event description:
It was reported that the 30-degree endoscope had black images. There was no report of patient involvement.